Event description:
Patient tested on the suspect device with glucose results of 12 and 38 mg/dl. Lab values were 148 and 161 mg/dl. Controls were in range. No treatment provided to the patient. The device was replaced and requested to be returned for evaluation.